Event description:
A customer observed a non repeatable false positive result using vitros immunodiagnostics product total b-hcg ii reagent. This assay was run on a vitros eci immunodiagnostic system. A repeat of the sample on an alternate vitros eci system yielded a negative result which was expected for this pt. The falsely elevated result was not reported. There was no report of pt harm as a result of this event.

Manufacturer narrative:
An ocd field engineer was sent to this site to investigate this incident. The ocd field engineer replaced the signal reagent metering pump, incubator shuttle motor and performed instrument adjustments returning the instrument to expected operation. Investigation into this event concludes that the root cause was analyzer related.